Event description:
Black plastic housing frayed near tip of device while in use. No foreign objects were found to be in the pt. The device was taken off the field and replaced by a new hand-piece. There was no adverse outcome for pt.